Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was presented for a device upgrade procedure. Increased capture threshold was noted on the rv lead. The physician planned to reused the lead, but x-ray revealed that the lead was in an uncommon position near the av valve. Lead was explanted and replaced. Multiple attempts to remove the stylet from the lead after explant were made but was unsuccessful. Patient condition was good post-procedure.